Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for diabetic ketoacidosis and a blood glucose of 1,200 mg/dl. The customer was treated with insulin drip. Prior to the hospitalization, the insulin pump alarmed no delivery. During troubleshooting for the occlusion, moisture was identified in the tubing cap. Additionally, the customer's reservoir was a smaller size than what would normally fit into their model of insulin pump. The reservoir was not returned for analysis.